Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The compact air drive device was evaluated and the reported condition that the device simply stopped working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had an air leak, and the device could not engage the attachment ¿ coupling. It was further determined that the device failed pretest for check for air leak, check attachment coupling with attachments, check the attachment coupling. The assignable root cause of these conditions was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information was received from the reporter which clarified that the device did not break into two separate pieces and did not need to be removed from the patient. It was noted there was no damage. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during 9/15 anterior cruciate ligament reconstruction surgical procedure a nº10 drill was fitted into chuck key device. It was reported that the user went to drill the patient's tibia, however the punch simply stopped working. It was reported that when removing the device to check and see what had happened, it was observed that a piece of the device had been broken. It was not reported if there was delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.